Event description:
During a coil embolization of cavernous carotid fistula (ccf), the first coil orbit helical fill 8x30 (B)(4) was already stretched when it was pushed out of the excelsior microcatheter. The coil and delivery system will be returned for analysis. The orbit galaxy tight distal loop complex coil (640cx0410) stretched as it was pushed into the ccf. The user had to detach the coil because there were other coils already in the fistula and wanted to prevent the whole coil mass from moving. There was no patient injury reported with the event. After the first coil stretched, the coil system and microcatheter were removed as unit, but the microcatheter was repositioned after taken out. An adequate continuous flush was maintained through the mc at all times. During positioning, additional manipulation was conducted to achieve the desired location with the galaxy coil, and during repositioning, the coil was left in the aneurysm, while the microcatheter was repositioned. During positioning, no additional resistance was encountered, and no additional force was encountered with the galaxy coil at any time during positioning. After the event, the entire coil was inserted in the fistula. The delivery system is not available for analysis. The same excelsior microcatheter was used with both coils, and it was used to complete the procedure. No resistance occurred when the coils were inserted in the microcatheter or any other time. There were no kinks in the mc that may have contributed to the event and no balloon or stent remodeling product was used during the procedure. The target site was a large vessel with a fistula with high flow.

Manufacturer narrative:
During a coil embolization of cavernous carotid fistula (ccf), the first coil orbit helical fill 8x30 ((B)(4)) was already stretched when it was pushed out of the excelsior microcatheter. The microcatheter and coil system were removed as a unit from the patient. The microcatheter was then re-positioned at the target site. Additionally, a 4x10 xtrasoft orbit galaxy tight distal loop complex coil ((B)(4)), which was delivered via the same microcatheter, stretched as it was pushed into the ccf. Because there were other coils already in the fistula, in order to prevent the whole coil mass from moving, the coil had to be detached. There was no patient injury reported with the event. An adequate continuous flush was maintained through the mc at all times. During positioning, additional manipulation was conducted to achieve the desire location with the galaxy coil, and during repositioning, the coil was left in the aneurysm, while the microcatheter was repositioned. No resistance occurred when the coils were inserted in the microcatheter or any other time. During positioning, no additional resistance was encountered, and no additional force was encountered with the galaxy coil at any time during positioning. After the event, the entire coil was inserted in the fistula. The delivery system is not available for analysis. The same excelsior microcatheter was used with both coils, and it was used to complete the procedure. There were no kinks in the mc that may have contributed to the event and no balloon or stent remodeling product was used during the procedure. The target site was a large vessel with a fistula with high flow. (B)(4). The 4x10 orbit galaxy coil remains implanted and the delivery system was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13500188 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. It was reported that additional manipulation was required and that the coil was left in the aneurysm while the microcatheter was repositioned. The instructions for use cautions that during coil positioning, repositioning the infusion catheter while the coil is deployed can lead to damage and/or premature detachment of the coil. This procedural factor and vessel/target site characteristics may have contributed to the reported stretching of the coil. There is no indication of any device manufacturing issues related to the event; therefore, no corrective actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 3007628272-2011-50019 and 1058196-2011-00377. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
This is one of two products used during the same procedure on the same patient, which is associated with mfg report 3007628272-2011-50019 and 1058196-2011-00377. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.